Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic and nerve stimulation. The rv lead was explanted and replaced with an epicardial rv lead. No patient complications have been reported as a result of this event.